Manufacturer narrative:
The user experienced hyperglycemia requiring hospital treatment following repeated cgm communication failures that resulted in bg run and suspension of insulin dosing while using the ilet. This type of event can lead to acute metabolic decompensation requiring prompt medical evaluation and treatment. Engineering log review confirmed that the ilet was functioning as intended, with alerts generated appropriately and no device malfunction identified. Device data showed repeated libre 3+ sensor errors, sensor unavailable alarms, bg run activity, and eventual suspension of insulin dosing due to lack of cgm or bg values. Subsequent intermittent bg entries and available cgm data demonstrated persistent hyperglycemia. Although a low glucose event was reported on (B)(6) 2025, available device data did not confirm a clinically significant hypoglycemic event requiring treatment. Based on the available information, the reportable event was attributed to loss of usable cgm input and resulting interruption of automated insulin delivery rather than a device malfunction. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025, the patient¿s mother reported that the user was not receiving insulin from the ilet after transitioning to a replacement device and experiencing repeated cgm connectivity and sensor error issues. The user initially experienced a reported low glucose event overnight on (B)(6) 2025 that did not require medical intervention. Subsequently, the user was no longer using the ilet by (B)(6) 2025 because of continued libre 3+ connectivity problems. On (B)(6) 2025, the user developed hyperglycemia with blood glucose reported above 300 mg/dl and was taken by their mother to the hospital, where the user received IV treatment and pain medication. The user was released the same day. The family later transitioned the user to a dexcom g6 and reconnected to the ilet on (B)(6) 2025.